Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge with the viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported a patient experienced an unexpected postoperative refactive outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported the event continues, vision is still blurry; and although the patient's refractive outcome was not what was expected, the patient finds it favorable to be nearsighted and is happy. The lens is in the bag without opacity. No further treatment will be done. In the surgeon's opinion, the device did not cause/contribute to the event.